Event description:
Reportedly the sets leaked lipid near a connection after 12 hrs. Of exposure to 20% lipid. No pt. Injury.

Manufacturer narrative:
Section f completed by baxter. Evaluation of the returned product found that the component was cracked and leaking. At this time it appears that this is an isolated molding defect. Baxter is following up with the mfg site for confirmation of this suspicion. If determined to molding related, additional follow up and corrective action will be pursued with the supplier.